Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the piece came out from the reservoir lip ring. The customer¿s blood glucose level was unknown. The product will return for the analysis.

Manufacturer narrative:
Device received with no damage on reservoir tube. Device received with pillowing keypad overlay and minor scratched case.